Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient was taken to the hospital by ambulance and was diagnosed with diabetic ketoacidosis (dka). The patients blood glucose (bg) values reached 525 mg/dl. The patient was nauseous, dehydrated and was vomiting. For treatment, the patient was put on intravenous (IV) fluids and insulin. The patient was given phosphorous. The patient was prescribed pantoprazole at 40 mg increased to take 1 to 2 times per day to 4 times per day and sucralfate at 10 ml to take 2 times per day. The pod was worn between 36 and 48 hours on the abdomen. The patient was discharged after 5 hours.

Manufacturer narrative:
The pod was received with the cannula assembly deployed. The download data from the pod showed that the pod generated an 0x1c expiration alarm after 80 hours of operation, with no timeouts or drive stalls, indicating that there was no struggle to deliver insulin during the 80 hours of operation. The 0x1c alarm is a safety feature of the device, not a failure of the device. The pod was received with evidence of post use damage on the ratchet gear, reservoir assembly, and piezo springs and element. Due to the post use damage to the pod, the ratchet gear could not be rotated. Though the ratchet gear could not be rotated, the data from the pod showed no evidence of struggle to deliver insulin, indicating that the damages occurred after the use of the pod.